Manufacturer narrative:
(B)(4). In response to an FDA inspection (conducted (B)(4) 2013), carefusion 2200 initiated a CAPA investigation (CAPA (B)(4)). As part of the CAPA, a retrospective review of the complaints for ¿debris¿ and ¿contamination¿ for applicable devices was conducted. It was determined that this report necessitates submission as a medical device report (MDR). Evaluation summary: one (1) unopened sample was provided for evaluation. Evaluation of the complaint sample confirmed the reported failure mode. A review of complaint data identified that this failure mode is not an isolated event. A review of applicable manufacturing procedures noted the potential for debris to migrate from a manufacturing operator to the finished device. A device history review (DHR) for the listed manufacturing lot showed no recorded quality problems or rejections related to this incident. The manufacturing plant has also initiated a CAPA investigation ((B)(4)) to address the reported issue. All corrective and preventive actions (including manufacturing and quality plan improvements) will be implemented per the CAPA.

Event description:
The distributor reported that during incoming inspection hair-like matter and dust was found in packaging upon inspection of incoming shipment.